Event description:
Scd machine keeps beeping foot on one side and it cannot be reset.

Event description:
Scd machine keeps beeping foot on one side and it cannot be reset.

Event description:
Scd machine keeps beeping foot on one side and it cannot be reset.